Event description:
Per the clinic, the patient experienced a performance decrement with the device use. Subsequently, the device was explanted on (B)(6) 2025; and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.